Event description:
It was reported that the programmer displayed an error message. The power was cycled and the error appeared again. The programmer will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).